Event description:
It was reported on 2011(B)(6), that a bulge on the patient's back was noticed "last friday," over the catheter site. The bulge was stated to be red and painful on 2011 (B)(6). There was also numbness reported, as though the catheter had moved to a location where the patient had medication delivered to the upper thigh instead of the right leg. The patient also experienced urinary incontinence, beginning 2011 (B)(6). It was later reported that the patient was still having concerns regarding the device or therapy. The patient was working with the physician, and had previous appointments on 2011 (B)(6), and 2011 (B)(6). It was suggested that the catheter anchor was detached. The catheter could be seen and felt superficially. The catheter was trapped in scar tissue, which caused pain. It was suggested that a revision procedure was, possibly, needed. No information was provided as to what drug was contained in the patient's pump. No information was provided related to the patient's outcome. Additional information was requested but not av available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709sc, lot# n222926001, implanted:2009 (B)(6), explanted:na. Catheter: model 8596sc, lot# n235665002, implanted: 2010 (B)(6), explanted:na.